Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. It was also found the customer's blood glucose declined to 54 mg/dl. The customer did not state how they treated for their blood glucose. Customer declined to return the insulin pump for analysis.